Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported severe tooth pain in the upper left crown when wearing byte trays. A scan exposed both maxillary and mandibular arches. Patient has been referred to an endodontist for treatment and instructed to discontinue wearing byte until periapical abcess associated with the palatal root treatment is completed. Patient's initials: (B)(6).

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.